Manufacturer narrative:
Further information was requested but not received.

Event description:
A voluntary medwatch received states a patient's lead exhibited oversensing of electromagnetic interference with noise episodes. Programming changes were made. No additional adverse patient effects were reported.